Event description:
It was reported that during pre-testing, it was discovered that the motor device and attachment device were stuck on the hose with the burr device and was unable to be removed. During in-house engineering evaluation, it was observed that the motor device had a liquid leak and foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for visual assessment, break out box motor assessment and break out box motor assessment. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: attachment device, cutter device, (B)(6)2022 device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the motor and attachment device being stuck on the hose with the drill bit and unable to be removed was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was leaky, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).